Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the electric motor was damaged. The assignable root cause was determined to be due to component wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a pre-surgery testing, it was observed that the small battery drive was broken. During in-house engineering evaluation, it was observed that the vibrated excessively, made an unusual noise and the coupling head was damaged. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.